Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, cellulitis, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
On (B)(6) 2010, a female patient reported she was injected with an unspecified amount of radiesse approximately five years ago for upper cheeks indication and developed under eye swelling. Treatment reported as vitrase and saline to both eyes. The right eye showed immediate response and the product dissolved. Product under the left eye did not dissolve and a bony protrusion developed under the eye on an unspecified date. The patient followed up with the injector and was told to allow time for resolution. On an unspecified date, the patient presented to another plastic surgeon, but he refused to treat her. Follow up information was received from the physician on (B)(6) 2010: the physician reported the patient was injected with juvederm under the right eye and restylane under the left eye on (B)(6) 2007. Radiesse was not injected in the tear trough area. During a follow up visit on (B)(6) 2010, puffiness was noted under the patient's eyes. Treatment reported as vitrase under the right lower eye lid. The puffiness resolved. There was no treatment to the left eye. Follow up information was received from the consumer on (B)(6) 2018: the patient's date of birth was provided. The female patient reported she was injected with radiesse to the cheek area on an unspecified date and still has lumps under her eyes. On an unspecified date, she developed an infection and was hospitalized. Follow up information was received from the consumer on (B)(6) 2018: medical history and concomitant medications reported as none. The patient reported she was injected with an unspecified amount of radiesse (previously reported as restylane and juvederm) to the cheek area in 2007. An unspecified time post injection, a lump formed under the left eye, described as "hard as a rock" and still present. Treatment reported as injection of saline and 5fu. She noted she has seen many doctors over the years for this issue. In (B)(6) 2018, she was hospitalized for an infection in the left cheek area and received intravenous antibiotics. The area was cultured and "nothing grew out." Per the patient, her diagnosis was cellulitis. She was discharged to home on oral antibiotics. She still has "oozing" from the area and it is still hardened. She follows up with a physician monthly and is not currently on antibiotics. The patient noted she sleeps on her left side.